Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31757213m and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with an ez steer ds and fragility was observed at the distal tip of the catheter. The distal tip could easily be detached by plicating it. There was no adverse patient consequence reported. Additional information indicated that it is clear that the catheter presented a curve at the distal tip level (probably made like this) but according to the surgeon's expertise, this curve constitutes a point of weakness of the catheter which during ablation, in particular flutter, tends to bend toward the septum.